Manufacturer narrative:
Date of event is estimated based on manufacturer's awareness date.

Event description:
Radiometer complaint reference: (B)(4). According to the complaint, if the patient measurement spans over 2 pages on the abl800 flex (serial number: (B)(6)), the user was unable to scroll to the next page.